Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. No scrolling numbers noted on the display. All buttons function properly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, cracked reservoir tube and cracked case near display window corners.

Event description:
No blood glucose levels reported. The customer reported that the numbers in the display of the insulin pump kept ramping up. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.